Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received motor error. The customer also reported that they were able to clear the alarm. The customer was able to complete insulin pump rewind. The customer reported that the drive support cap was normal. The customer reported that they kept on receiving the same error whenever they change the set. They received the same error more than twice. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.